Event description:
It was reported that during manual interrogation of the implantable cardioverter defibrillator, ¿ventricular noise reversion¿ alert was noted. The merlin programmer noted true noise detected. The alerts still occur due to true noise detected.

Manufacturer narrative:
The event of noise was confirmed in the lab. The cause of the anomaly was found to be due to a capacitor connection issue in the hybrid.